Event description:
It was reported that the internal wiring of the long bipolar grasper instrument was damaged and sticking out of the end of the instrument.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.